Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty, the inserter/extractor pad fractured and pieces fell into the surgical site. All pieces were recovered and there were no further complications during the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned inserter/extractor pad was fractured into two pieces. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.